Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The device was not returned to olympus for evaluation; however, based on similar reported events, the cause of the reported teflon pad detachment could be related to the operator¿s technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Please cross reference MFR# 2951238-2017-00375.

Event description:
Olympus received a medwatch report ((B)(4)) from the user facility on (B)(6) 2017, stating that during an unspecified procedure, the teflon pad came off. There was no patient injury reported.